Manufacturer narrative:
(A2) age at time of event: 18 years or above. Device evaluated by MFR.: the device was returned with a complete detachment of the shaft. The proximal section of the device was not returned for analysis. The distal section of the device was received with the customer's guidewire advanced through it. The distal section of the device was returned with the customer's filterwire advanced through it. A visual and tactile examination found the filterwire to be severely kinked/damaged at more than one location proximal of the detached section of the device loaded on to it. The device was received with the stent in the correct position on the delivery system. The stent could not be deployed due to a complete break in the outer shaft of the device and solidified media inside the delivery system. A visual and tactile inspection identified a complete break of the outer catheter shaft located approximately at the guidewire port. This type of damage is consistent with excessive force being applied to the device. The proximal section of the device was not returned for analysis. The distal section of the device could be moved without resistance on the filterwire however it could not be removed from the filterwire due to severe kinking to the wire proximal of it. A visual and tactile examination identified no issues with the tip of the device.

Event description:
It was reported that device entrapment occurred. A 190 cm filterwire ez was selected for use. However, during procedure, it was noted that the filter was stuck with a 8.0-21cm carotid wallstent and it could not be deployed. Both devices were removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event: (B)(6) years or above.

Event description:
It was reported that device entrapment occurred. A 190 cm filterwire ez was selected for use. However, during procedure, it was noted that the filter was stuck with a 8.0-21cm carotid wallstent and it could not be deployed. Both devices were removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.